Manufacturer narrative:
Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen scratches on screen. The customer¿s blood glucose level was unknown. The customer also reported that the customer was not able to read screen of insulin pump. The insulin pump will be returned for analysis.